Manufacturer narrative:
(B)(4).

Event description:
On december 7th 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began ¿mid to end of (B)(6) 2016¿. The reporter stated that on (B)(6) 2016 the patient obtained alleged inaccurate erratic results of ¿25 and 95mg/dl¿ on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for precision. The patient manages her diabetes with a combination of medications including lantus and glipizide and reported taking her usual dose of medication including sliding scale ¿25 units of lantus and 2 glipizide tablets¿ as a result of a reading in the 90¿s in mid to end of october. The reporter detailed that as a result the patient was falling into a diabetic coma, and developed symptoms of "sluggish, sleepy and lethargic". Paramedics were called and her blood was tested on the emergency medical service (ems) meter which provided a result of 22mg/dl. The reporter stated that the patient attended emergency room (ER) where she was treated with IV glucose and spent 2 nights in hospital. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The correct testing steps were carried out and the test strips had been stored correctly and had not expired. The test strip vial was not cracked or broken and the patient did not have control solution to conduct a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.